Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022 and the patient was re-implanted with another cochlear device during the same surgery. This report is submitted on february 10, 2022.

Manufacturer narrative:
This report is submitted on november 16, 2021.

Event description:
Per the clinic, it was reported that open circuits were noted on 21 electrodes. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.